Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The device has not been returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. The procedure date is unknown. (The patient ID, age, date of birth, and weight are unknown). According to the complainant, the physician reported a patient that returned 6 months post procedure with spotting and mild pain. The physician performed a hysteroscopy and within the cavity, observed a small blood clot. The physician reported the presence of scarring in the uterine cavity which prevented the blood clot from escaping. Upon removal of the blood clot, the patient's pain subsided. There were no further complications reported with this event.